Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for a basilar tip aneurysm using penumbra coil 400 (pc400) coils. During the procedure, the physician successfully deployed a pc400 coil into the aneurysm. The physician attempted to detach the pc400 coil, however, it was unsuccessful. The physician retracted the pc400 coil into the microcatheter and the microcatheter was removed with the pc400 coil inside. The procedure continued successfully using another manufacturer's devices.

Manufacturer narrative:
Result: the pc400 coil was intact and detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that there were difficulties detaching the pc400 coil. Evaluation of the returned device revealed that the coil was detached from the pusher assembly. The pusher assembly for the pc400 coil was not returned for evaluation. The distal shaft of the px slim was ovalized in two locations. This type of damage typically occurs due to improper handling of the device while in use. If the device was manipulated at an angle while force is being applied, it is likely that damage may occur. Since the pusher assembly to the pc400 coil was not returned with the coil for evaluation, it is unknown what caused the detachment issue. Therefore, the root cause of this complaint cannot be determined. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00596.

Manufacturer narrative:
Result: the pc400 coil was intact and detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that there were difficulties detaching the pc400 coil. Evaluation of the returned device revealed that the coil was detached from the pusher assembly. The pusher assembly for the pc400 coil was not returned for evaluation. The px slim delivery microcatheter used during the procedure was returned and evaluation found that the distal shaft of the px slim was ovalized in two locations. This type of damage typically occurs due to improper handling of the device while in use. If the device was manipulated at an angle while force is being applied, it is likely that damage may occur. The ovalization in the px slim could have contributed to difficulties that were observed during the detachment of the coil. However the cause of this complaint cannot be determined. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00596.